Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device has segments on the lower display that will not light. Additional information received from customer stated, "the device could engage in monitoring but the readings might be mistaken because on the lower display (bpm) one if not 2 of the 7 segment displays was going bad. Actually it looked like segments was bad and possibly if I recall correctly." No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacuring narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During this testing the unit was unable to turn on using batteries. When powered on several segments in the 7-segment display fail to illuminate. The device was able to obtain measurements and alarmed under alarm conditions. During internal inspection the board was powered up for further analysis and all the segments were fully functional. It was determined that a component on the led driver circuitry on the system board caused the led segment to not illuminate.